Event description:
The following article reported events in two groups: ¿comparison of minimally invasive xen45 gel stent implantation in glaucoma patients without and with prior interventional therapies.¿ ophthalmology and therapy vol. 8,3. Group a: "13 eyes required needling," "1 eye experienced hyphema," "3 eyes required a 2nd xen45 gel stent," and "1 eye experienced hypotony at 1 month." Group b: "36 eyes required needling," "1 eye experienced subconjunctival hemorrhage intraoperatively," "8 eyes required a 2nd xen45 gel stent," and "6 eyes experienced hypotony at 1 month, 2 of the eyes required filling of the anterior chamber." This is the same article reported under MDR ID# 3011299751-2022-00033 (allergan complaint # (B)(4)). This MDR is being submitted for group b.

Manufacturer narrative:
The mean age was (B)(6) years. Implant dates range between (B)(6) 2014 and (B)(6) 2015. (B)(4). Article citation: hengerer, fritz h et al. ¿comparison of minimally invasive xen45 gel stent implantation in glaucoma patients without and with prior interventional therapies.¿ ophthalmology and therapy vol. 8,3 (2019): 447-459. Doi:10.1007/s40123-019-0193-7. The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors.